Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 27-feb-2025, a clinical diabetes specialist (cds) reported that a user experienced hypoglycemia due to multiple meal announcements. The user unknowingly made dual announcements for lunch and three "usual" announcements (bolus) for dinner, leading to a low blood glucose (bg) event with the lowest recorded bg at 47 mg/dl. The user treated the low bg with a glucagon injection and did not lose consciousness or seek medical attention. They experienced symptoms of shaking and sweating, and their niece assisted them during the event. The low bg lasted approximately two hours, though the user was unsure of the exact duration. The device provided low bg alerts.